Event description:
Procedure: lobectomy. According to the reporter: the device was used for resecting the pulmonary artery. On the third firing, staples in the distal end of the sulu (about 1 cm in length) would not come out, only knife blade moved forward. Over 200cc under 500cc bleeding occurred. The incomplete staple line was sutured manually.